Event description:
It was reported that during a case, the tip of the unit broke off and fell into the patient. It was further reported that the broken piece was retrieve. There was no harm to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.